Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device discarded at hospital.

Event description:
Mobi-c p&f us : disassembly. It was a one level cervical disc replacement procedure. Surgeon implanted mobi-c and it was not in the position we wanted. He took the implant out to reposition it and implant fell apart. Reporter mentioned that surgeon felt resistance while trying to pull the implant out and it probably fell apart because the teeth were sunk into the vertebrae. Additional information was requested, and investigation is in progress.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of traceability, data log and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation can't allow to identify root cause regarding information provided. The investigation found no evidence to indicate a device issue.